Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of cassette. The patient contact was advised to power down the cycler and discontinue the use of their cycler until the next day's setup. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next couple of treatments. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of cassette. The patient contact was advised to power down the cycler and discontinue the use of their cycler until the next day's setup. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next couple of treatments. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.